Event description:
It was reported by the patient that they felt a strange sensation when around metal hangers at her job in (B)(6) and previously when she worked at a restaurant she had side effects that her neurologist thought were related to medication. Due to this, medication was changed but the side effects persisted and the patient felt that the vns metal was the cause of the events. No additional relevant information has been received to date.